Event description:
Maude report submitted voluntarily by patient indicates her left hip was revised to address repeated dislocation, pain, lack of ingrowth, and infection. The patient also mentions having had prior surgeries; however, insufficient information is available regarding those.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.